Event description:
A malfunction on the pump was reported by the caller, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer experienced multiple instances of the malfunction with their current pump, and will continue to use it until a replacement arrives.